Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the replaceable head seemed to slip off of his/her toothbrush, no longer staying affixed. No injury was reported.